Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq2304 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that after insertion of guide wire during catheter placement, the operator found that the vascular sheath could not insert the blood vessel successfully and resistance was felt. When the sheath was removed, cracks were found. An individual mst accessory was unpacked to complete the treatment due to the concern that endemicum should not be damaged. The same problem occurred with four devices. This report addresses the first device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged tip on the microintroducer sheath was confirmed but the cause is unknown. Two photographs of a 4.5fr microintroducer/dilator/sheath were returned for evaluation of this complaint. It appeared that the shaft of the dilator was bowed, which may be indicative of a difficult insertion. The distal end of the sheath contained deformation where the material appeared jagged and was rolled under itself and ballooned outward. The exact root cause of the damage to the distal end of the sheath could not be determined from evaluation of the photographs. Possible contributing factors could include too small of an incision, a steep insertion angle, a poor transition of the introducer sheath to the dilator, or damage to the sheath prior to use. The IFU states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.

Event description:
It was reported that after insertion of guide wire during catheter placement, the operator found that the vascular sheath could not insert the blood vessel successfully and resistance was felt. When the sheath was removed, cracks were found. An individual mst accessory was unpacked to complete the treatment due to the concern that endangium should not be damaged. The same problem occurred with four devices. This report addresses the first device.